Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
Event description: it was reported that: during a tavi procedure and before introducing the acurate neo device, patient started to complain of having chest pain. Patient began to fibrillate and pressures dropped. Patient was unable to be revived. Only material of boston during the procedure was: safarixs, isleeve 14f. Was ivus used? No. Was a generator involved? No. Physician assessment of the relationship of the event to the device unknown. Additional information received: were there any issues with the isleeve or safari2? No. Was any vessel or cardiac damage noted (perforation, dissection, etc?): no. Was the fibrillation atrial or ventricular? Na. What actions were taken (surgery, CPR, etc)? CPR. What is the documented cause of death? Unknown.